Event description:
Patient reported the infusion device displayed an alert and was hot 2 days ago, and the display was completely unreadable. The infusion device seemed to be full of water. She changed the battery and noticed it was also hot. The infusion device was not dropped or exposed to water. She reported some time ago the battery lasted less than 1 month, and the infusion device shutdown without providing a power warning/alert. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7156 errors were found in the history, and the acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The temporary short circuit on the supercap led to a voltage drop, and while measuring the motor voltage, the pump triggered the e7156 correctly. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. Due this defect, heat generation is possible. According to the pump history, the time/date settings were lost after restart of the pump. The insulin pump correctly notified the user to check the date and time setting. The hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted.